Manufacturer narrative:
The monopolar curved scissors (mcs) instrument and the mcs tip cover accessory involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument tip came of the scissors. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was also returned and evaluated by the failure analysis team. Failure analysis investigations did not replicate nor confirm the reported complaint of "tip came off the scissors". Visual inspection did not reveal any damage to the tip of the scissors. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. Additional observation(s) found unrelated to the reported complaint included: the instrument had a frayed pitch cable at the proximal clevis hole. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue was not confirmed. The monopolar curved scissors (mcs) tip cover accessory was analyzed and placed and driven on an in-house mcs system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The mcs tip cover accessory did not come off or move from its position on the instrument. An additional observation that was unrelated to the reported complaint was found. The tip cover accessory was found with tearing in multiple areas on the distal end. Tears were not axially aligned and measured from 0.007¿ to 0.258¿ in length. There were no signs of thermal damage present at the end of any tears.